Event description:
It was reported that noise was observed during a follow-up. Low r-waves were observed. The decision was made to use an abandoned lead that was already in the patient. The pace/sense portion of the lead was capped. The defib portion remains implanted.